Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set the IV set separated and leaked. There was no report of patient impact. The following information was provided by the initial reporter: isd. It is very difficult to connect the IV to the extension set and often leaks needing to be disconnected and reconnected.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of connection issues/ leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set the IV set separated and leaked. There was no report of patient impact. The following information was provided by the initial reporter: isd - - it is very difficult to connect the IV to the extension set and often leaks needing to be disconnected and reconnected.